Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the cannula was missing. The customer¿s blood glucose was 6.3 mmol/l at the time of incident. The customer stated that the transmitter was not flashing when connected to the sensor on the body. The sensor will be returned for analysis.